Event description:
Tip of introducer from proximal marker band detached. 2000: in response to a telephone request from nitinol medical technologies, regarding the status of what occurred with this case. Facility talked with bpt sales rep, and rep stated that when the dr went in and tried to deploy the filter, the filter became stuck in the catheter. Upon trying to remove the catheter, the dr met with resistance and when the catheter was removed the dr noted the catheter had broken off at the proximal marker band. The dr did a chest x-ray and noted the marker band had become lodged in the right atrium of the heart. The catheter was removed with a gooseneck snare kit, but there is no procedure scheduled, nor will there be, to remove the indwelling marker band. According to the dr, the pt is fine. Another 8nf filter of a different lot was inserted using the same entry site. The sales rep stated the dr had set aside the product to be picked up by the rep, however, it has subsequently been thrown away. Facility did ask the rep if facility could obtain copies of films of this procedure and rep stated they would be able to pick those up in 2000, and would overnight them to facility. Facility, in turn, will overnight the films to nmt to arrive no later than 2000.